Manufacturer narrative:
Initial and final MDR 1918629 - MDR 3003442380-2024-15498 - device 1 of 3.

Event description:
Unomedical reference number 1(B)(4). Event occurred in the united states. The patient reported that three infusion sets fell off events during use on 09-june-2024, 10-june-2024, and 11-june-2024. The infusion set was in use for 1 day. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.